Manufacturer narrative:
Not arrived.

Event description:
On (B)(6) 2017, a pda closure procedure was attempted. During the procedure, a 6 mm amplatzer duct occluder was unable to pass through a 6f and a 7f torqvue delivery system due to resistance which extended the procedure time. An 8f torqvue delivery system was substituted and upon crossing the pda with the 8f delivery system the patient experienced cardiac arrest and required resuscitation. The delivery system was removed and the case abandoned.

Manufacturer narrative:
Product investigation: the reported event of advancement difficulty was confirmed. The delivery cable was kinked, inhibiting the ability to advance the device through the delivery system. How and when the damage occurred is unknown, but it is consistent with a forceful attempt to push the delivery cable through the delivery system. When analyzed at abbott, the delivery system met both functional specifications, with use of a test delivery cable, and dimensional specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2017, a pda closure procedure was attempted. During the procedure, a 6 mm amplatzer duct occluder was unable to pass through a 6f and a 7f torqvue delivery system due to resistance which extended the procedure time. An 8f torqvue delivery system was substituted and upon crossing the pda with the 8f delivery system the patient experienced cardiac arrest and required resuscitation. The delivery system was removed and the case abandoned. Per report, the patient may be pda dependent and the patient anatomy may preclude closure of the ductus.